Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be identified. However, it was presumed that gas leaked due to the failure of the electro-pneumatic proportional valve. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited gas leakage from cylinder hose connected to the compressor due to a defective electropneumatic proportional valve. There were no reports of patient involvement.